Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. B.7 revised as information was inadvertently omitted from the initial submission of manufacturer device report number 1220648-2024-13704.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient on impella cp support developed limb ischemia. A distal perfusion catheter was put in place and the right lower extremity (rle) improved circulation and pulses. Care was eventually withdrawn, and the patient expired. Upon review by abiomed's medical safety officer, the use of the device cannot conclusively be associated with the patient¿s outcome.